Manufacturer narrative:
Visual inspection of the returned itha56 certain® ep® healing abutment 4.1mm(d) x 5mm(p) x 6mm(h) by the complaint investigator, confirms the abutment has fractured near the threads. DHR did not provide any indication of a manufacturing deviation that would contribute to this event. A technical root cause cannot be determined.(B)(4)

Event description:
The dentist reported this healing abutment fractured.

Manufacturer narrative:
This device has not been received.